Event description:
It was reported that the air dermatome was skipping. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the unit met calibration specifications. Visual inspection of the device revealed that the control bar had a nick. The 1" and 3" width plates also required replacement.